Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03918. The pt's spouse reported the pt is no longer receiving system simulation and she is unable to establish communication with the external devices. Additionally, the pt is receiving a comm error 2501 message from her pt programmer. A sjm representative confirmed the issue. Subsequently, surgical intervention will be taken at a later date to address the issue. Follow-up identified the pt experienced a burning/heating sensation from her mid-thigh to back and stomach on (B)(6) 2013. Although it has been reported the scs ipg in non-functional follow-up indicated the pt was unsure if the event occurred with or without stimulation.